Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Lost a tampon inside [foreign body in reproductive tract]. Painful- vagina [vulvovaginal pain]. Strings defective. Some pieces are long [device physical property issue]. Tampon strings pulling out [device breakage]. Applicator doesn't want to dispense every time either it's like it won't push [device deployment issue]. Shove tampon in with hands [wrong technique in device usage process]. Applicator doesn't want to dispense. End up having to take it out and shove it in with your hands which is painful [complication of device insertion]. Consumer stated in a product review that the tampons had some string pieces that were super long at the end, and would pull out when trying to take the tampon out. She had lost a tampon inside her due to the string pulling out. The tampon applicators did not always dispense either, as if they would not push. No serious injury was reported.